Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up. It was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced successfully. The patients condition remained stable through out the procedure.